Manufacturer narrative:
(B)(4). Estimated age (year of birth: 1929). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the delivery system was returned and device analysis confirmed the inability to open the clip. The complaint database was queried and identified no similar events for this lot related to the inability to open the clip. A search of the lot history record for this specific lot indicated no related non-conformance records related to this failure mode. The product investigation identified a separation of the coupler from the actuator; however, a definitive root cause was unable to be identified. This type of reported event will continue to be processed per local quality system procedures.

Event description:
This is being filed as the clip (10333715/27) became caught in the chordae. Although there was no adverse patient effect, if this were to recur, there is potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip was implanted. A second clip delivery system (cds 10333715/27) was used and no device issues were found during preparation. The steerable guide catheter was straight when the second cds was introduced. The anatomy was not challenging. There was no difficulty advancing the cds through the sgc. As per the instructions for use, the cds was not curved more than 90 degrees at any time during device preparation or procedure. There was no abnormal movement of the cds in the left atrium. The stored torque was released during clip positioning. After the device was advanced in the left ventricle, the clip became caught in the chordae. After a few different maneuvers, the clip was released, but it was observed that the cds kept turning anteriorly. At the time the anterior movement occurred, the cds steering knobs were not being turned and there was no bend in the shaft observed. The device was removed from the anatomy. Another cds was used. The procedure was completed with the implantation of two clips reducing the degenerative mitral regurgitation grade from 3-4 to 1. There was no adverse patient effect. No additional information was provided.